Event description:
Caller reported air bubbles and gaps in the system, particularly in the tandem mobi cartridge, the pigtail, and the tubing. There was no adverse impact to the customer¿s blood glucose level. Although technical support assisted in loading a new cartridge, the customer was unable to remove it due to weak thumbs. The customer planned to contact a diabetes educator for help with cartridge removal and to continue insulin therapy with a backup method.